Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customers blood glucose was unknown. Customer stated that the contacts on the battery cap were neither missing nor damaged. The troubleshooting was performed for the blank display. The customer stated that the display was not returned after insulin pump restart. The insulin pump will not be returned for analysis.